Manufacturer narrative:
Urinary catheters in question were packed under sap material 1718778 gentlecath glide tmnn ch16 (1x30pk) us and manufacturing lot #2m00643 in amount (B)(4) pcs in (B)(6) 2022; catheters were produced under subassembly lots 2m00816, 2l00733, 2l02694, 2l01606, 2j01784 at machine a116 and a097. Tip/funnel alignment should be within tolerance ± 45 ° in both directions according to drawing 60099-b. Test method tm-422. No samples or picture was provided. The customer was not interested in providing additional information or contacting convatec directly therefore we cannot evaluate if the product was within specification or not. According to the process instructions g805311 ver 24.0 the position of connector indicator against bent tip of catheter is checked by technician during order set up from each moulding station, and then recorded in g805311 form 5, and visual inspection with focus on tiemann indicator position was carried out by operators recorded in g805311 form 3. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity of this nature has been registered during the manufacturing process of the mentioned lot. The batch record review indicates no discrepancies. Because the defect was confirmed on glide tiemann catheters based on received samples within previously reported complaints therefore, the investigation process has been started and corrective actions were implemented under # CAPA 1672354. Tightening of tolerances for inspection of tiemann tip catheters by high-speed vision system is recommended. Data analysis based on production and set the right offset of angle and tightening of tolerances for tip/funnel indicator control during the catheter conversion was carried out. Tightening tolerances for tip/funnel indicator control on machines a097 and a116 for gc glide was set up in (B)(6) 2023. Tolerances tightened from -30°÷30° to -20÷20°. Lot in question was produced before the correction has been implemented. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
It was reported "tip of coude cath not lined up with mark on funnel."